Event description:
The customer reported that the system intermittently had no image during a case. The system had to be removed and the procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable and the high voltage cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.